Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "recalled". Later patient reported "ruptured" and "capsular contracture". Later patient reported "discrete pockets of fluid" confirmed via mammogram. Later healthcare professional reported "ruptured", "hard and rising high up to chest", "painful", "firmer", "capsule" and "numbness". This record is for the left side. Device was explanted. Device will not be returned. Patient underwent capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, g2, h6.

Event description:
Patient reported "recalled". Later patient reported "ruptured" and "capsular contracture". Later patient reported "discrete pockets of fluid" confirmed via mammogram. Later healthcare professional reported "ruptured", "hard and rising high up to chest", "painful", "firmer", "capsule" and "numbness". Later patient reported "anxiety", "stress", "physically mutilated" and "totally devastated". Later patient reported ¿pain", "anxiety", "disfigurement¿, "discomfort", "rupture", ¿my breast looks awful", "very disfigured", "devastated" and "nipple is very misshaped". Later healthcare professional confirmed "rupture", capsular contracture baker grade IV and "implant was recalled by manufacturer". This record is for the left side. Device was explanted. Device will not be returned. Patient underwent capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, rupture, and capsular contracture, baker grade unknown.

Event description:
Patient reported "recalled". Later patient reported "ruptured" and "capsular contracture". Later patient reported "discrete pockets of fluid" confirmed via mammogram. Later healthcare professional reported "ruptured", "hard and rising high up to chest", "painful", "firmer", "capsule" and "numbness". This record is for the left side. Device remains implanted. It is unknown if device will be returned.